Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure,the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries were reported.